Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure. The device analysis report is attached. This report is submitted on september 28, 2021.

Manufacturer narrative:
This report is submitted on may 20, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to chronic pain, swelling over device and failed magnet connection . The patient has not been reimplanted with a new device as of this report.